Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their last three blood glucose readings were around 400 mg/dl. Customer also stated they were feeling sick with the chills as a result of their high. The customer also believed their insulin pump was not delivering insulin. The customer had attempted to treat their high blood glucose with the insulin pump. Troubleshooting for the insulin pump found the customer had air bubbles in their tubing. The customer's settings and bolus history was also correct. Troubleshooting was also able to resolve the customer's air bubbles. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.